Event description:
Event description guidant received information that this ventricular implantable lead exhibited diaphragmatic oversensing, even when programmed to least sensitivity, which resulted in inappropriate shocks and pacing inhibition. The patient implanted with this lead reported feeling dizzy during times of inhibited pacing. An invasive procedure was performed and this lead could not be repositioned so was replaced. The implantable cardioverter defibrillator (ICD) implanted with this lead was noted to have liquid penetrating the setscrews so was also explanted and replaced. This ICD was returned for analysis.